Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 16.3 mmol/l (294 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient noted the cannula had dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied. The patient's bg levels reduced to 3.2 mmol/l (58 mg/dl).

Manufacturer narrative:
The returned device was evaluated and performed as designed. The cannula assembly was fully deployed and no issues were found that would result in high blood glucose levels. The investigation also found no abnormalities or deficiencies that would cause the cannula to become dislodged. Although no issues were noted, it could not be conclusively determined if the cannula had dislodged from the infusion site.